Event description:
The filshie clip was applied to the left fallopian tube by the surgeon. Both the surgeon and the scrub tech visualized the clip was on the tube. Upon removing the applier, the clip fell off the tube, leaving a slightly bloody mark where the clip was on the tube. The clip was then removed from the pt and a new clip was applied in its place.

Manufacturer narrative:
One filshie clip was returned to coopersurgical fully actuated. The returned clip exhibited no nonconformity. Visual evidence suggests the clip was improperly placed on the fallopian tube. (B)(4).